Event description:
I had bilateral lasik surgery in 2004 and later dx with keratoconus. One eye was over corrected and the other under corrected. I was able to see 20/20 using both eyes for a few years. I did not have problems before the surgery and my eye sight has gotten progressively worse. I have problems driving at night which begin soon after the surgery. I recently was prescribed a hard gas perm contacts as I was told I would not be able to correct the vision with a soft contact or glasses. I have been unable to wear this so far due to it irritating my eyes. The doctor said that I/my need a cornea transplant, but I'm afraid to have another surgery due to potential side effects. I regret having the surgery. Diagnosis or reason for use: eye correction surgery. (B)(6).